Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which no failures or issues were discovered. Walkmed infusion has determined the most likely root cause to be that fluid properties of certain drugs/mixtures with a high surface tension may adhere to the tubing side-wall next to the air sensor, resulting in the air sensor sensing fluid in the line while air can pass by. .

Event description:
During treatment, the clinical staff noticed that the device in question had allowed air to run through and was a few inches away from the patient. The nurse manually stopped the pump and disconnected the IV tubing.